Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: india.

Event description:
It was reported that outside of surgery, the electric dermatome on/off switch is not broken/not working. The motor speed was not satisfactory. There was no patient involvement. Due diligence is in progress, there is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: the device would not power on as the button was stuck and was replaced to resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, e1, e2, e3, e4, g2, g3, g6, h1, h2, h3, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the electric dermatome on/off switch is not broken/not working. When activating the on /off switch motor is not working. Motor speed is not satisfactory. There was no patient involvement. Due diligence is complete, there is no additional information.